Event description:
This spontaneous report was received from a french physician via a sales representative and concerns a female patient. She was injected with radiesse, into the nasolabial folds, on (B)(6) 2024. Batch number was reported as unknown. The patient was injected using a cannula, in the direction of the nasolabial fold. In (B)(6), 2024, after the radiesse injection, the patient experienced embolism, in the nasolabial folds area. The outcome of the event was unknown. Follow-up information was received on 05-nov-2024: the event necrosis (serious) was added. The patients initials and date of birth were provided. She was 51 years old at the time of the events. The patient was injected with radiesse 1.5 ml into the nasolabial folds. Batch number was reported as a00141220 (expiry date: 09-oct-2025). The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00141220 (expiry date: 09-oct-2025). A lot search in the global safety database was conducted. An injection was performed using fan-shaped technique and a 25g 50 mm cannula. Radiesse 1.5 ml was diluted with 0.3 ml of solution lidocaine (10 mg/ml) (product preparation issue, off label use of device). The patient was previously injected with radiesse 1.5 ml, on (B)(6) 2022 and on (B)(6) 2023. On (B)(6) 2024, 2 days after the radiesse 1.5 ml injection, the patient also experienced a necrosis. Corrective treatment included amoxicillin - clavulanic acid, 1g x 2 (one on morning and one on evening) per day during 7 days, prednsisolone (corticoid), 60 mg/day during 5 days, fucidine cream (topical antibiotic), 3 times/day during 7 days and aspegic 250 (acetylsalicilic acid), 1/day during 30 days. The physician advised her to apply heat to the reaction. According to the physician, the patient kept the physician informed of her condition every day. The evolution of the reaction was favorable at day 6, as reported. The outcome of the event embolism remained unchanged. The outcome of the event necrosis was reported as resolving. In the opinion of the reporter, this accident was the physicians fault, as perforated an artery with the cannula.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the events embolism and injection site necrosis, were deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant, lot number a00141220, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted related to this lot.

Event description:
Follow-up information was received on (B)(6) 2024: the patients medical history included an allergy to hyaluronic acid. She was not taking any treatment at the time of the injection. The physician reported that the patient was much better and shared pictures showing the evolution of patients reaction. The outcome of the event necrosis remained unchanged. Due to the provided information, the outcome of the event embolism was considered as resolving (changed from unknown).